Event description:
Per baxter france, home pt reports intense abdominal and thoracic pain during apd treatment. The pt disconnected himself from the homechoice device, removed the homechoice set, and noted a "pierce" in the cassette. The pt was hospitalized from 08/29/99 through 09/10/99 and was diagnosed with pneumoperitoneum. Baxter affiliate reports has been requested by u.s. Product surveillance, and will be forwarded when follow-up is submitted. In addition, the homechoice device was returned to the baxter service center in france on 09/07/99, the service center indicated "moisture was noted in the pneumatic area" indicates the failure to be a leak in cassette of homechoice set.